Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the incident occurred on may 6, during which screen distortion was observed in the endoscopic camera system during surgery. No harm was caused to the patient." No negative impact in state of health reported.